Event description:
The field service rep (fsr) reported that during preventive maintenance (pm) of the device, the battery inspection failed. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service rep (fsr) replaced the batteries.